Manufacturer narrative:
The evaluation report for the suspect device was not received at the time of this report. It is, however, anticipated. Therefore, no evaluation codes have been assigned at this time. The device history record (DHR) was reviewed by the manufacturer for the referenced suspect device. The date of manufacture is listed as 2005. The DHR review has shown no indicators related to the complaint. The device fulfilled all the requirements during final inspection and the device was maintained once per year, at minimum. All relevant subsequent information received will be provided in a follow-up report, as applicable.

Event description:
Reportedly, the patient depletion was 5500ml instead of hour depletion at 0. No corresponding patient injury, intervention or death was reported with this event.

Manufacturer narrative:
As machine connected to patient, ne repair can be managed. The history of the machine shows more that 100 balance scales alarm. Checking of substitution line. Opening of part of the substitution line. It is just checking in treatment. Technician the day after as the machine was not more connected to patient. Recalibration of the pump.